Event description:
It was reported in a journal article that one patient in the learning curve group experienced a two stage revision due to periprosthetic joint infection on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. G2: literature - goldstein, k., nickol, m., and van der merwe, j.m. (2025). Evaluating the learning curve and outcomes of a new rectangular femoral stem in total hip arthroplasty: a comparative study. Journal of orthopedics 64, 139-146. Https://doi.org/10.1016/j.jor.2025.04.007 h6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.